Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection, and was improperly placed on the pen. The following information was provided by the initial reporter: "consumer reported clog during injection. Informed consumer of non patient end of pen needle and proper placement. He noted he completes a flow check only with a new pen. Not every injection. Recently started to remove the needle from pen following each injection. Was not changing the needle."

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection, and was improperly placed on the pen. The following information was provided by the initial reporter: "consumer reported clog during injection. Informed consumer of non patient end of pen needle and proper placement. He noted he completes a flow check only with a new pen. Not every injection. Recently started to remove the needle from pen following each injection. Was not changing the needle."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (6) open 4mm, 32g pen needles from lot # 9248208. Customer states that the pen needle clogged during injection. All returned pen needles were examined and 3 out of 6 samples exhibited a broken non patient end of the cannula. Two samples exhibited a bent non patient end of the cannula. Both of these conditions could prevent the insulin from flowing through the cannula properly. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection, and was improperly placed on the pen. The following information was provided by the initial reporter: "consumer reported clog during injection. Informed consumer of non patient end of pen needle and proper placement. He noted he completes a flow check only with a new pen. Not every injection. Recently started to remove the needle from pen following each injection. Was not changing the needle."